Event description:
Allegedly, the component removed during the revision of another component.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displays an apply sample message. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began one week prior to contacting lfs. The patient indicated she manages her diabetes with insulin (self-adjuster); however, after the reported issue began the patient denied taking any action to her diabetes management. Subsequent to the alleged issue (date/time not specified) the patient stated she tested with another device (onetouch ultramini) and obtained a reading of "513 mg/dl". Three days after the alleged issue occurred, the patient claimed she developed symptoms of vomiting, nausea, headache, and shaking. For an unknown reason, after the alleged issue occurred, the patient stated she continued to administered treatment by consuming food and/or drink. At the time of troubleshooting, the csr verified that the patient was using the correct vial of test strips and the strip completely drew in the sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that can be associated with a serious injury after the alleged issue began.